Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument was bent and the metal was twisted. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the metal was detached on one side of the tip up, but was still attached on the other side. The customer believe all metal was still attached. It was broken on one side. No frayed cables were noted. There are no photographic images available for review. The product has already been shipped back. The missing material/damage described above occurred during central processing. There was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Patient information was unable to provide.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tip-up fenestrated grasper instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 13.64mm. The grips were not found to be cracked. The probable root cause is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. Additional observation(s) not reported by site: the instrument was found to have a broken grip at the grip base. A piece approximately 0.74 mm x 0.60 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.